Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon had burst while inside of the patient. The patient stated that there were holes in the balloon after removal. There was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while inside of the patient. The patient stated that there were allegedly holes in the balloon after removal. There was no patient impact.

Manufacturer narrative:
Received 1 used foley catheter only. Visually inspected the exterior of the sample and found the balloon burst. The balloon appeared swollen. Per the functional testing, water was introduced into the inflation lumen and found the water flowed through the lumen easily without obstruction. Per the dimensional evaluation, the site of the burst appeared swollen, and the balloon thickness measured .038" at the site and .026" opposite the site of burst. This may have been caused due to the presence of a degrading substance applied during use. The reported event was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while inside of the patient. The patient stated that there were allegedly holes in the balloon after removal. There was no patient impact.